Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain . It was reported that the patient's stimulation/therapy was turning off by itself. They pressed the up arrow on their controller but the therapy wouldn't go back on again. The patient mentioned this issue occurred when they were walking, or leaning back on the couch, or in the car driving and all of a sudden the stimulation would turn back on. The patient didn't recall seeing the yellow "stimulation is off" message on their controller. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). It was reported that the health care professional (hcp) believes the issue is related to the age of the device ins close to end of life. Health care professional (hcp) removed the ins and replaced it with a new ins. The issue has been resolved. No patient symptoms or complications were reported in this event.